Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event when her blood glucose meter was showing a normal blood glucose reading. It was revealed during the call that the consumer improperly stores and transfers strips from vial to vial both of which are against our directions for use. Consumer education took place with the original call. The meter and the test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.